Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 8f non-abbott sheath prior to an abdominal aortic aneurysm (aaa) repair procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the second proglide device broke at the level of the foot when retracting the device against the arterial wall after opening the foot. The proglide device was removed, but the distal guide remained in the patient. Surgery was performed to remove the distal guide. Patient reported additional pain. The sheath was upsized to 16f and the aaa repair procedure was completed. Hemostasis was achieved with surgical suturing. The suture of the first proglide device was left in place. There was a clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.